Event description:
The device has been explanted.

Event description:
Patient reported left side deflation confirmed by healthcare professional. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation confirmed by healthcare professional. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, two openings on anterior side assessed as surgical damage and partial delamination of valve assessed as adhesive failure. ¿ other-technical: not observed particles in valve. Additional observations: ¿ crease is observed.